Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited rise in capture threshold during post-operative check on (B)(6) 2021. On (B)(6) 2021, the lead was repositioned. Dislodgement was suspected but none was observed on chest x-ray. The patient was stable prior, during and post procedure.